Event description:
A consumer reported via a manufacturer representative (rep) that their headaches became more intense when they turned the device on. Their doctor thought they had a spinal leak. The patient had chronic headaches and the device would be removed. The patient thought that the device was not as therapeutic as the trial was, despite covering the areas of pain. Reprogramming took place a few times in hopes of better treating the patient's pain and was unsuccessful. The device would be removed, but the explant was not scheduled yet. The device was indicated for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.